Manufacturer narrative:
(B)(4).

Event description:
Post-approval study (#(B)(4)) according to the reporter: during a monitoring visit on (B)(6) 2012, a pseudomeningocele was identified. During the procedure, an intentional opening of the dura occurred. The dura was sutured. Duragen was also used to close the dura. A layer of the product was placed on top of the primary dural closure. Another piece of duragen was used on top of the product. On top of the second piece of duragen was a second layer sealant. Only one kit was used. Post-operative MRI's on (B)(6) 2011 and (B)(6) 2011 noted a pseudomeningocele, but this was the subject's baseline indication for the study procedure. The subject returned for a scheduled visit to the usc pain management clinic on (B)(6) 2012 and indicated her back pain had increased. On (B)(6) 2012, she was re-operated on for a pseudomeningocele at l3-l5. Upon opening the previous incision, he pseudomeningocele was seen. He extended the incision up to t11-t12 to expose normal dura. In addition to the pseudomeningocele a dural tear was seen at l1. This was also repaired. Lastly, a piece of bone was found to be causing compression and sequestration of the cord. A decompression was performed, the bone was removed and the pseudomeningocele was removed. The subject has an extensive surgical history for scoliosis, ependymomas and pseudomeningoceles. She was enrolled in the study after a surgical procedure on (B)(6) 2011 for pseudomeningocele repair. This subject has a long history of chronic pseudomeningoceles and pain. The interventions included surgical intervention on (B)(6) 2012 and medications to treat the associated pain symptoms (IV and oral oxycodone 10mg q3h prn, baclofen 20 gm po g8h). Another MRI was performed on (B)(6) 2012 that confirmed the pseudomeningocele had enlarged since the (B)(6) 2011 MRI. Duragen was used to patch the dura from l1-l5. Duraseal was placed on top. The muscle, fascia and subcutaneous tissue were all re-approximated with sutures and a jp drain was placed in the subfascia. It was removed on post-operative day five, (B)(6) 2012. The event was fully resolved on (B)(6) 2012 when the subject was discharged from the hosp.